Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a type c de novo lesion in the 70% to 90% stenosed mid left anterior descending (lad) coronary artery. A 014 hi-torque (ht) balance middleweight (bmw) elite guidewire was selected for the procedure. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). During removal of the non-abbott bdc from the anatomy resistance was felt with the 014 ht bmw elite guidewire and they were removed from the anatomy as one unit. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.